Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button press and insertion of strips. Did not observe meter turn off after strips were inserted. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2014 she tried to test using her adc blood glucose meter, but the meter turned off after the test strip was inserted into it and so no reading was provided. Customer further reported experiencing a "dry throat" and self-administering a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.